Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
The pt was implanted with a spectra penile prosthesis device. On (B)(4) 2011, the entire device was removed due to infection. Additional information has been requested.